Manufacturer narrative:
Concomitant medical products: merit big60 inflation device. Investigation evaluation: our laboratory evaluation of the product said to be involved confirmed the report. The pre-loaded wire guide was included in the return. A functional test was not performed due to the condition of the returned device. A visual inspection of the catheter showed a crack in the catheter at 134 cm from the distal end. Several kinks were observed in the catheter at 131 cm, 132 cm, 132.6 cm,133.3 cm, and 134 cm from the distal end. Kinks were observed in the associated wire guide approximately 63.3 cm, 186 cm, and 266.5 cm from the distal end. The wire guide was fully intact. A break in the wire guide was not confirmed. A product-specific discrepancy that could have caused or contributed to this observation was not observed during our laboratory analysis. The device history record for the lot number said to be involved was reviewed. A discrepancy or anomaly was not observed with the product that was released for distribution. Investigation conclusion: a definitive cause for this observation could not be determined because the actual use conditions could not be duplicated in the laboratory setting. Due to a variety of clinical conditions such as patient anatomy, endoscope position or progression of disease state, we could not reproduce the actual conditions of product usage during our laboratory analysis. This limits our ability to conclusively determine a cause. A crack was observed in the catheter during our laboratory evaluation of the returned device. Kinks and/or bends and/or cracks in the catheter can occur if the device experiences excessive pressure during use and/or general handling. Given the location of the crack and kinks, it is possible the device was wrapped around the physician's hand during device removal. The instructions for use direct the user: "to deflate balloon, apply negative pressure and remove all fluid from balloon while observing balloon endoscopically. Remove deflated balloon from accessory channel." The application of a vacuum will aspirate all residual fluid from the balloon and ease removal of the balloon from the endoscope. It is unknown if the user applied lubrication to the balloon prior to advancement down the endoscope accessory channel. A possible contributing factor to a crack in the catheter is failure to apply lubrication to the balloon prior to advancement through the endoscope. The instructions for use direct the user: "apply a lubricating agent to the balloon to facilitate passage through the endoscope accessory channel." This activity will aid in endoscopic advancement/removal and balloon preservation. Prior to distribution, all hercules 3 stage wireguided balloons esophageal-pyloric-colonic are subjected to a visual examination to ensure device integrity. A review of the device history record confirmed that the lot said to be involved met all manufacturing requirements prior to shipment. Corrective action: a review of the complaint history was conducted. The likelihood of occurrence is considered rare. Corrective action is not warranted at this time based on the quality engineering risk assessment. Quality assurance will continue to monitor for complaint trends and reassess the risk assessment results as post market feedback continues to become available.

Event description:
As reported to customer relations: "the device broke as the doctor was pulling it out [user end] of the endoscope. The wire snapped inside the blue cover and poked the physician, breaking his skin." There was no reportable information at this time. The device was evaluated on (B)(6) 2018. There was a break in the catheter at 111.6 cm - 112.4 cm distal from the handle.